Event description:
A female pt contacted lifecor customer support to report that one of her battery packs felt sticky. She stated that she had to pry the battery pack out of the monitor with a screwdriver. Support sent a pt services rep (psr) to the pt to replace the battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.